Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was retested and a lower result was obtained and reported. The patient was admitted to the facility. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. User error contributed to the event. The account does not follow the sample collection tube manufacturer's recommendations for spin times. The IFU for dimension ctni flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.